Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017, between 3:00pm and 4:00pm, at bed 8, the patient reached 50% as saturation value, but the monitor did not alarm. The nurse assures that there was no alarm message. She does not remember if there was the red triangle of deactivation of the alarm on spo2 parameter, but says that the alarms were active. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.